Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed

Event description:
It was reported that an asymptomatic patient presented during a follow up in clinic. The right ventricular (rv) lead had high pacing impedance. Also, the lead was fractured and high capture threshold was noted. The lead was explanted and replaced on (B)(6) 2018. Patient was stable before, during and post procedure.